Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer full height drawer 5 was failed. A field service engineer (fse) found that the magnet was missing from the inseparable latch. The fse replaced the inseparable latch to resolve the issue and verified the drawer's functionality using the hardware test application. The system functioned as intended after the field service engineer repaired the device.